Event description:
It was reported to technical services that this single chamber implantable cardioverter defibrillator (ICD) stored many episodes showing an artifact. Technical services reviewed the device data and episodes and did not find evidence of an artifact. It was noted that 96 episodes were stored all on (B)(6) 2022. The episodes were stored due to fast intrinsic rates. Anti-tachycardia pacing (atp) and shock therapy were delivered in four episodes, with three inappropriate shocks received by the patient, due to reaching the end of the programmed sustained rate duration. It appears therapy was delivered inappropriately possibly related to fast atrial rates. It was observed that sustained rate duration was already programmed off, which should prevent therapy from being delivered for this type of arrhythmia. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.